Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported patient death. There is no documentation to show a causal relationship between the death and the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Based on available information, the cause of the patient¿s death cannot be confirmed. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient death remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired while on the liberty select cycler. No treatment information was provided as to what cycle and phase the patient was in when they passed. The peritoneal dialysis registered nurse (pdrn) was unable to confirm a cause of death and the end stage renal disease (esrd) death notification form was unavailable.